Event description:
As reported by the field clinical specialist (fcs), approximately 7 years 2 months 5 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient's valve was failing. The patient was not scheduled for an intervention at this time but was being worked up. Additional information received via medical records revealed there was moderate to severe regurgitation and the patient had presented for a possible valve in valve procedure. Further echocardiography studies revealed moderate aortic valve regurgitation. There was no stenosis, the aortic valve area was 2.04 cm2, the aortic valve mean gradient was 7 mmhg, and the peak aortic velocity was 179 cm/s. Additional information was then received from the surgeon revealing the patient presented with aortic insufficiency (ai). Subsequently, approximately 7 years 2 months 26 days post tavr procedure, the patient underwent a valve in valve procedure with a non-edwards valve.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. However, medical records were provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the transcatheter heart valve (thv), delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for central regurgitation was confirmed based on the provided medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "there was moderate to severe regurgitation and the patient had presented for a possible valve in valve procedure. Further testing revealed moderate aortic valve regurgitation. There was no stenosis, the aortic valve area was 2.04 cm2, the aortic valve mean gradient was 7 mmhg, and the peak aortic velocity was 179 cm/s." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). A review of the medical records confirmed that the patient had a history of hyperlipidemia, which is known to increase the risk of bioprosthetic tissue calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.